Manufacturer narrative:
The user facility submitted medwatch mw5107096 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after activation of a vial-mate adapter; plastic particles were observed in the eraxis vial that was connected to a 250ml normal saline. The patient had observed the particles after the patient had infused "the first 1-2 bags". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.